Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The same day as the event onset, the patient was hospitalized due to another indication and was treated with vancomycin injection (2gm, intraperitoneal, stat dose, ongoing) and gentamicin injection (20mg, intraperitoneal, ongoing) for the event. At the time of this report, the patient was recovering from the peritonitis event. Pd therapy was ongoing, in addition, the patient was started on hemodialysis. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow-up, it was reported that antibiotic treatment with vancomycin injection was discontinued. Should additional relevant information become available, a supplemental report will be submitted.